Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited significant drops pacing impedance on the atrial channel. The pacing impedance still remain within range. Technical services (ts) reviewed the reports and noted that there were noisy signals. The device oversensed these signals and stored them as atrial tachy response (atr) episodes. Ts recommended resolution. The health care professional (hcp) noted they would consult with the physician. The device remains in use. No adverse patient effects were reported.